Event description:
It was reported that the insulin gauge was inaccurate. Customer stated they would load a new cartridge in an attempt to resolve the issue, but declined further follow up from tandem technical support to confirm the resolution. There was no adverse impact to the customer's blood glucose level.